Manufacturer narrative:
(B)(4). Conclusion: user error caused the event. The attending physician lost both visual and tactile control of the needle during use. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch chb233, mfg date: 07/01/2010, exp date: 07/31/2015. Batch: clb048, mfg date: 10/01/2010, exp date: 07/31/2015. Batch: cmb680, mfg date: 11/01/2010, exp date: 07/31/2015. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a patient underwent a surgical procedure the end of (B)(6) 2010 and suture was used for knotted suturing for anastomosis at the great vessel with 9 stitches, and holding the pledget. After the operation, one needle was missing. The patient underwent a CT scan, and the needle was found in the great vessel. Then the needle fell down to the common iliac artery. A re-operation was performed to remove the needle on (B)(6) 2011. The operation was completed successfully and the needle was retrieved. The patient is currently recovering in the hospital. The surgeon found the patient's vessel became calcified.